Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information as received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that all of a sudden, patient felt like the ins was moving. It was hurting, like when she bumped against it, and it was not where it was. The issue started in the last couple of months; an exact date was not provided. No further complications were reported/anticipated.